Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 10ml ll bns had leakage at luer connection. Complaint via email. Complaint #: (B)(4) defect description: customer report: ¿customer states syringe was in use and was leaking. Customer is wondering what can be done to prevent it. Issue 10cc syringes are leaking around the luer lock.¿ kit #: dynjra0374a part #: 153239 153345 product description: syringe 10ml ll bns ndl 18gx1.5 precisiong vendor part # 304657, 303005 lot #: 5113194 unknown. Date reported: (B)(6) 2026 photo received: no, sample received: no, MDR reportable: yes ¿ report is pending, response needed: acknowledgement only.